Manufacturer narrative:
Multiple attempts were made to obtain the product and additional information from the customer. Masimo was informed that the sensor used for this event was discarded. Retains of the same reported sensor lot were tested and found to be functioning as designed. A service history record review reveals that this unit was in the field for over four (4) months with no previous reported issues prior to this reported event. The device history record (DHR) was reviewed and it was determined that the device met all release criteria.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. The customer indicated that the area had healed/resolved on its own.

Event description:
It was reported that skin redness appeared after the third day of use even though sponge tape over the led was applied. Additional information received mentioned that a skin redness was on the plantar part with both feet. The customer also stated the sensor site was rotated every three hours and usually relieved soon after change the sensor apply site, but, this time it remained. A topical ointment was applied and has since healed. The customer also stated the sensor was discarded.